Event description:
It was reported the patient fell two weeks prior to report in the garden and they didn¿t fall that hard. It was stated the patient had their second follow up appointment the day prior to report and they found five areas on the lead that were ¿messed up.¿ the patient stated those areas were not there at their first follow up after the surgery. It was noted the patient had to go through programs and see if any of them would work and if not they would have to go in and change the lead. It was stated the patient was on program 1 at 3.3 volts and their implantable neurostimulator (ins) was on. It was later reported the patient couldn¿t feel their stimulation and needed to turn it up. The patient changed to program 2 and adjusted up to 3.0 volts and turned off their patent programmer. It was stated the patent had fallen a couple times and they started doing an impedance test on (B)(6) 2014 and they found 5 defects in the wire. It was noted the patient was scheduled for an appointment on (B)(6) 2014 for reevaluation.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated the event captured in manufacturer report #3004209178-2014-09381 pertains to the event captured under this report number. Any further information received regarding this event will be reported under this manufacturer report number. Additional information received reported that programs 3 and 4 don¿t work for the patient as they had incontinence on those programs. This has been going on for several months. Prior to the patient¿s last surgery in (B)(6) 2014, the patient was on program 2 at 3.5v. At the time of the report, the patient did not know if stimulation was on, even though it felt like it was. It was determined stimulation was off and it was turned back on, but the device had not been programmed yet so the patient could not change programs or increase stimulation. When the patient tried to increase stimulation, the programmer showed they had reached the upper limit at 0.0v. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received. Refer to manufacturer¿s report #3004209178-2014-15127. This report documents what the surgery in (B)(6) 2014 pertained to.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e6ys, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0e6ys, implanted: (B)(6) 2014, product type: lead. (B)(4).